Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear and front response buttons were non-functional. The cause for the failure was defective response button switches. The root cause for the defective switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had non-functional response buttons.